Event description:
A surgeon indicated that the aspiration failed during the cataract procedure. The problem was resolved after replacing the product with another one. The procedure was completed with no harm to the patient. A product sample has been requested, however, it has not been received for evaluation at the manufacturing site.

Manufacturer narrative:
This is the first complaint reported for this finished goods lot. Review of the device history record indicates the order was built to specification. The returned sample was visually inspected and no obvious defects were observed. The sample was tested using a console, with a current version of software. The sample was recognized and primed successfully. The max vacuum, as well as the irrigation and aspiration flow rates were within specification. No leakage was detected and no damage was observed on the fittings. The sample functioned per specification. The root cause of the customer's complaint could not be established; the returned sample met specifications. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).